Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal pacemaker replacement procedure, the physician experienced difficulty removing the atrial lead from the header. As a result, the lead sustained damage preventing reuse. The atrial lead was surgically abandoned and replaced with a new atrial lead. No additional adverse patient effects were reported.